Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician proceeded with the transseptal puncture, and the versacross wire crossed into the left atrium as if there were a pfo. They withdrew the versacross with the was because they could not visualize it on the left side. The physician removed the versacross to attempt the transseptal puncture again. This time, the dilator would not fully advance through the was, and while applying force, the physician damaged the tip of the dilator and bent the versacross rf wire. A second versacross device with a new was were able to successfully perform the transseptal puncture without issue and in a good position. The wds was inserted into the was and upon deployment the measurements were not as expected. The closure device was under-compressed, and the physician decided to upsize to a larger device. A 35mm wds was then used and successfully implanted in the laa of the patient. One hour post procedure, the patient became hypotensive. The patient was noted to have developed a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to drain fluid and then transfused this back into the patient. The patient was taken to surgery where a pericardial window was performed to evaluate the effusion. No source of the pericardial effusion could be identified during surgery. The patient remains hospitalized recovering from this event. There were no other complications that were reported to have occurred as a result of this event.